Manufacturer narrative:
Citation: hiroyuki kato., et al. Successful left bundle branch area pacing using the sheath-in- sheath technique in a patient with right atrial enlargement and tricuspid annuloplasty ring. Journal of arrhythmia 41: e70180 2025. Doi.org/10.1002/joa3.70180 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent tricuspid annuloplasty (tap) with a medtronic tri-ad adams 30mm ring. It was reported that 2 years post implant of the 30mm annuloplasty ring, the patient was admitted due to sinus node dysfunction and presyncope symptoms. A dual-chamber pacemaker was implanted. No further information was provided pertaining to medtronic products.